Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 128 mg/dl. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned